Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with concern that the system delivered too much insulin for meals and that the user had been announcing meals as ¿less than¿ as their usual; a factory reset was performed during troubleshooting and education, and meal announcement and meal-size entry were reviewed. Symptoms included a low blood glucose of 51 mg/dl without loss of consciousness, dizziness, or need for assistance, and the user self-treated with oral glucose; low and urgent low alerts occurred. Outcomes included transient hypoglycemia lasting approximately 30 minutes without medical intervention or hospitalization. Investigation included customer support review, user education on correct meal announcements and meal-size selection, and device reset. Investigation of this case revealed use-related error associated with incorrect meal-size entry leading to excess insulin delivery, with no device hardware component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal announcement practices.